Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call several issues with the insulin pump. Customer advised the tubing connectors are breaking, the keys are sticking, the batteries are not lasting and excessive no delivery alarms on the device. Customer declined to troubleshoot because at this point the insulin pump is not giving the customer issues. Customer advised they will call back if the issues persist.